Event description:
Customer claims that the unit has no power. There is also a broken led display. There was no pt injury reported. Eval for the returned product shows that the alarm unit has intermittent power.

Manufacturer narrative:
(B) (4). Eval, results - eval for the returned product shows that the alarm has intermittent power. The battery door and the top of the alarm case are cracked. (B) (4).